Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak with the safe lock adapter. Upon follow up, the patient confirmed the reported fluid leak event occurred between the adapter and baxter bag. The patient uses pliers to tighten the connection as well as a pail to catch potential leaks during treatment. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, (type, amount, direction route unknown). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation. Upon additional followup, the pd nurse confirmed that the adapter loosened causing a fluid leak resulting in antibiotics being administered.